Event description:
On the day philips began taking recall requests on (B)(6) 2021 I registered my CPAP for recall. They were frantic I had to stop using it immediately and call my doctor. My doctor said to call the vendor. The vendor said to call my doctor. 9 months later philips has not contacted me about a new device, and when I called they said it would be at least (B)(6). I've talked to people who registered months after me who have already received a replacement. Philips said it is replacing in priority order of health, but they *never asked me* about my health. I have history of stroke and heart attack, and my cardiologist says it's important I use the machine every night. Test date is approximate, I don't have an exact date stored. (It was that year and that month.) FDA safety report ID #:(B)(4).